Event description:
Pt underwent right total knee arthroplasty during 1992. He presented with a one year history of right knee pain, which was noted to be significantly worse with activity. Preoperative radiographs revealed loosening of the right knee prosthesis and progressive varus angulation of the knee. The patient was taken to surgery where a revision arthroplasty of the knee was performed. The tibial component was noted to be "worn". Intraoperative cultures were obtained and later reported negative for organism growth.